Event description:
On (B)(6) 2010: medtronic employee reports patient was implanted with the lead and ipg on (B)(6) 2010 and began complaining of exacerbation of pain in back and both legs loosing movement in legs shortly after. Dr removed a hematoma and the lead.

Manufacturer narrative:
(B)(4).